Event description:
The customer reported that the system displayed a 'file sys corruption detection' error message and the sys was no longer unusable. The sys would not boot up. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded and the cine drive was reformatted. The system was then found to be operating as intended.